Manufacturer narrative:
Device identifier # (B)(4). The device was returned for evaluation. No device history record (DHR) review was possible as no lot or serial number was provided. The inspection and the evaluation showed that the unit was obsolete and needed to be replaced. The skull clamp is 25 years old and beyond integra's seven (7) years recommended life cycle. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a1059 mayfield modified skull clamp was slipping. The pin arm moves slightly when the locking ring was in the closed position. There was no known patient involvement or surgery delay.